Manufacturer narrative:
Continuation of d10: 459888 lead implanted (B)(6) 2025, dtpa2qq crt-d implanted (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing resulting in unnecessary pacing at times. It was further reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high rate-non-sustained episodes and sensing integrity counter. The rv lead also exhibited undersensing resulting in false termination of episode, oversensing, and alert for impedance. The leads remain in use. No patient complications have been reported as a result of this event.